Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the atrial lead exhibited noise oversensing and low pacing impedance with a life time range that was below the acceptable range. On (B)(6) 2021, the patient presented to the hospital for a scheduled normal pacemaker change and lead revision procedure. During the procedure, the physician was unable to place a new atrial lead due to occluded veins and continue to use the existing lead with a new pacemaker instead. After the lead was connected to the new device, the physician programmed the lead to cover as much noise as possible and also decreased the base rate. It was noted that the patient had a high intrinsic atrial rate and did not require as much atrial pacing. The patient's condition remained stable throughout the procedure.